Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. The atrial lead exhibited low sensing, intermittent capture and suspected to be dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.